Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: munhoz, g., cavallieri, f. A., et al. "Sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment - a series of eight cases." Journal of cosmetic dermatology, 31may2022, 21(11), 5562¿5568. Https://doi.org/10.1111/jocd.15135. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through the article, "sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment - a series of eight cases," it was reported a patient was injected with 1ml of juvéderm® volux¿ (0.5mls each side) in the cheeks. Patient also concomitantly received 1ml of restalyne defyne in chin. Patient would at some time later have a dental procedure. 7 days after the injection patient experienced edema in the tear trough and right chin area. Healthcare professional noted the dental procedure as a "trigger" for events. Microbiology analysis noted sterile abscess. Laboratory blood tests, including white blood cell count and inflammatory function tests (crp and esr) performed showing an inflammatory condition. Patient was treated with oral antibiotic and corticosteroid. Hyaluronidase was injected. 45 days post-injection, patient developed abscess on the contralateral side. Patient ultimately treated with ultrasound guided treatment known as munhoz- cavallieri lavage protocol on each side. Symptom resolved. This is the same literature article reported under MDR ID#: 3005113652-2023-00017 (allergan complaint#: (B)(4), MDR ID#: 9617229-2022-04684 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2023-00020 (allergan complaint#:(B)(4), MDR ID#: 3005113652-2023-00021 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2023-00022 (allergan complaint#: (B)(4). This MDR is being submitted for patient 4.